Event description:
The nurse performs a venipuncture on the patient's right upper extremity, which is drawn back with regurgitation and immobilized in place. Check for side leakage of medication from the heparin cap threads during drug injection

Manufacturer narrative:
1. DHR/bhr review(lot#2220790): 1)this batch of products were assembled at intima ii auto line 4 in august 2022, and packaged at r240 package line in august 2022. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 2179427, 2179428, review the raw material inspection records, no abnormalities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. (See attachment for the test report) 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, prn may come loose if it is vibrated during transportation. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, the root cause of the leakage at the prn thread cannot be determined. The plant will continue to pay attention to such defects. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn leakedthe nurse performs a venipuncture on the patient's right upper extremity, which is drawn back with regurgitation and immobilized in place. Check for side leakage of medication from the heparin cap threads during drug injection.